Event description:
Caller states that, the lancet does not retract into the softclix lancet device after firing. No adverse event reported. Requested return of suspect device and replacement was sent. Info not provided for where issue was discovered.

Manufacturer narrative:
Suspect device is softclix lancet device.